Event description:
It was reported the thunderbeat surgical instrument's ultrasonic probe (thin branch) became detached. This occurred during a laparoscopy, subtotal hysterectomy with bilateral salpingectomy, drainage of the abdominal cavity. Delays occurred due to the connection of a spare set of tenderbit handles. Procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned to olympus for inspection, so the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.